Manufacturer narrative:
(B)(4).

Event description:
Following lead revision, the device was found in back-up mode. The device was reloaded successfully and the patient experienced no adverse consequences as a result of this event.